Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited decreased sensing. No intervention was performed. Patient's status was unknown.